Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two weeks post implant the patient presented to the emergency department (ed) with right groin swelling and pain. Right groin ultrasound was preformed which demonstrated a 3.9 centimeter loculated fluid collection with internal echoes. No internal blood flow was seen. No sonographic evidence of a pseudoaneurysm. The patient was diagnosed with an inguinal hematoma, received oral antibiotics, and was discharged home. The patient was evaluated in the clinic one week later where the physician removed the hematoma that had protruded through the incision site. The event was considered resolved. The patient is enrolled in the micra continued access clinical study. No further patient complications have been reported as a result of this event.